Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the rv lead had insulation damage, a wire was externalized and noise was detected during follow-up. Additionally, the helix was not able to be retracted during the replacement procedure and it appeared that lead repair had previously occurred. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 3 - patient alerts for lead failure predictor between (B)(4) 2012 23:50:15 and (B)(4) 2012 19:36:26. Sensing - oversensing. 14 - ventricular nst<=210 ms between (B)(4) 2012 11:21:03 and (B)(4) 2012 11:15:38. 2 - vf<=180 ms average v-cycle on (B)(4) 2010 11:12:54 and (B)(4) 2012 21:35:33. Sensing - interference/noise. Ventricular short interval count v-sic=9.8 counts avg/day, in 27.69 days, between (B)(4) 2012 18:37:42 and (B)(4) 2012 11:12:08.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead was oversensing, had a high number of short v-v intervals, noise was present and a lead integrity alert [lia] was triggered. Additionally, a lead fracture was suspected and the physician saw a "possible wire" sticking out of the insulation. The rv lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).